Manufacturer narrative:
DHR review is not required because the product is outside of useful life and the customer issue is a known hazard. Repair notes in the case note section indicates the device was poorly maintained and damaged by the user(s). This unit was shipped to us for repair on (B)(6) 2023. Us RMA reference is (B)(4). Estimate was received from us on march 1st. Customer refused the repair and has asked to dispose the unit. Information has been passed over and confirmed with lisa rinehart. Following are the estimate notes received from us after inspection. Hp;cable,conn/gun cable damaged the hpc is clogged, restricting water flow damaged overlay board, cracked bse dead fc batteries, damaged battery door bracket board port connector is cracked fc base pad is peeling off, damaged straight union fitting check calibrations. Customer do not need the unit back. Us is disposing of the unit there. Will not be sent back as per (B)(6).

Event description:
In this event it is reported that g136 cavitron plus it is alleged that the tip is getting hot due to intermittent water flow. No injury is reported from alleged event.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.